Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-010-01-0350 - logic femoral ps cem right sz 5 sn: (B)(4), 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t sn: (B)(4), 200-02-38 - three peg patella 38mm sn: (B)(4), 204-34-02 - fluted stem extension 25l x 14 mm sn: (B)(4), 204-70-00 - tibial stem ext. Screw sn: (B)(4).

Event description:
As reported, the patient had an initial right tka on (B)(6) 2017. The patient presented with instability and pain. The surgeon removed the femur and tibia insert and revised to cc. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-0021-2022.